Event description:
It was reported the patient called the doctor's office and while on the telephone, received multiple therapies. The cause was suspected to be af with rapid ventricular response, but the ventricular rate was slower, indicating a problem witht the rv lead. It was determined the rv lead was dislodged and defective. The lead was replaced; no patient complications have been reported as a result of this event.